Event description:
It was reported that pump displayed malfunction alarm and patient contacted technical support after seeing fault message. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any further malfunction alarms occurred, and customer acknowledged and understood instructions.